Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to corroded battery tube. The device had cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, and cracked battery tube threads.

Event description:
Customer reported via phone call, the insulin pump had alarmed failed battery test. Customer's blood glucose was 69 mg/dl. Troubleshooting was performed and the device didn't alarm after the battery compartment and cap were cleaned. Customer stated they had sent a battery cap last month. Customer was advised the device needed to be replaced. She agreed to return the device for analysis.